Event description:
Information received indicated the brakes would not remain locked when the brakes were set.

Manufacturer narrative:
The hill-rom technician found the brake/steer mechanism was damaged. He removed damaged plastic panel from over top of the brake and replaced with a new one to resolve the issue.